Manufacturer narrative:
Device not returned.

Manufacturer narrative:
No response was received from the surgeon despite our repeated attempts by email on 04/24/2009 and again on 05/01/2009 for return of product and additional information regarding this event. The device history record (DHR) review was completed and there was no nonconformance found related to this event. No customer letter was requested. The information regarding this event was received from the implantation data card completed by the hospital or staff and returned to implant patient registration. A notation on the card stated "patient died in ICU ... Not for resuscitation."

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.